Event description:
It was reported that the 9800 system intermittently will not fluoro at boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller and the interface boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.